Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. One osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual evaluation of the as returned product identified the reported implant had fractured across the threads and was returned with an associated 3rd party removal tool still attached. Zimmer biomet is not responsible for any damage caused by the clinician¿s removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Device history record (DHR) review was completed for the subject lot number (2019072150). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019072150) for similar events and 0 other complaints were identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed as physical evaluation identified the fractured implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported implant fractured at the end ot the screw abutment.